Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the patient was sent to a hospice, and the device will not be replaced.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Corrected fields: h6. Patient codes.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the patient was sent to a hospice, and the device will not be replaced.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device remains in service. No adverse patient effects were reported.